Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was repeatedly giving error codes and not recognizing the electrodes. The event occurred during a therapeutic transurethral resection of the prostate (turp) procedure. The procedure was completed using similar device. There were no reports of patient harm.